Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An operating room director reported that a surgeon nicked the posterior capsule while in the sculpting mode during a cataract surgery. He performed an anterior vitrectomy and placed an intraocular lens in the sulcus. He had to remove the intraocular lens because he tore the anterior capsule when removing a iris stretching ring that he had used due to the patient's small pupil. He tore the posterior chamber intraocular lens and implanted a non company anterior chamber intraocular lens. He closed the eye with three sutures and stated that the pt will do fine. Additional info has been requested.